Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the guide wire in question was used for a distal phalanx fracture case. During the operation, the tip of the guide wire broke off after repeatedly inserting it (a few times) to the distal phalanx tip. The broken part was left in the patient. The patient¿s condition is unconfirmed at this point. This report is for 1 of 1 (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.